Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high pacing impedances. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed induced damage from the implant procedure. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to high pacing impedances. This rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.